Event description:
A medtronic representative reported that during a vp shunt procedure, the navigation system stopped tracking instruments. The surgeon calibrated the suretrak instrument and was moving to navigation when the suretrak instrument stopped tracking. The surgeon switched to a probe instrument and found it was navigating as intended. The surgeon then brought the suretrak instrument back into the tracking view when the 2d image went blank and the suretrak instrument did not navigate. The surgeon brought the probe back into tracking view and found it no longer navigated. The surgeon opted to complete the procedure without the use of the navigation system. This issue caused a delay of 5 minutes. There was no impact on patient outcome.

Manufacturer narrative:
Patient weight not available from the site. The software investigation was completed and found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. On (B)(6) 2014, a medtronic representative performed a navigation system check-out, all areas passed. The medtronic representative was unable to replicate the issue; the navigation system navigated successfully and accurately between the suretrak instrument and probe.